Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown - locking intermedullary nail/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. Pseudoarthrosis, had leg length discrepancy greater than 1 cm, stiffness of the ankle, amputation, and revision to exchange a unreamed nail for a bigger reamed one at one month to provided better stability. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article garcia-lopez, a., marco, f., and lopez-duran, l. (1998) unreamed intramedullary locking nailing for open tibial fractures. International orthopaedics (sicot), volume 22: 97-101. The purpose of this article is to evaluate an alternative treatment for open tibial fractures using solid intramedullary locking nails that is used without reaming. From (B)(6) 1992 to (B)(6) 1993, twenty-four (24) patients with open tibial fractures were treated by unreamed locking nailing. The mean age was 47 years (range 16 years to 84 years) with a ratio of two (2) men to one (1) woman. Patients were followed up for an average of 18 months (range 12 to 24 months). A copy of the literature article is attached to this medwatch. This is report 1 of 6 for (B)(4). This report is for an unknown - locking intermedullary nail and refers to six (6) unknown patients who developed a pseudoarthrosis, one (1) unknown patient who had infection, who previously had osteomyelitis of the tibia, five (5) unknown patients who had leg length discrepancy greater than 1 cm, two (2) unknown patients who had slight stiffness of the ankle, one (1) unknown patient who had an early amputation after a grade iiic open fracture when arterial reconstruction failed and one (1) unknown patient had revision to exchange a unreamed nail for a bigger reamed one at one month to provided better stability.